Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "pca pump disconnecting from brain intermittently and not alarming. Therefore, patient pressing button to receive medication and there is no medication dispensing. Writer assessed pump and ordered new pca. When attempting to retrieve patient history from pump for pca values, each value stated 0 (zero)." An incomplete date of event of (B)(6) 2020 was provided.